Manufacturer narrative:
Device evaluated by MFR? Device evaluation is not necessary as the infection is not related to the functionality or delivery of therapy of the device.

Event description:
A report was received that a patient presented with signs of an infection and underwent a full device explant. Device history records were reviewed for the devices and both devices passed all functional specifications and quality tests and were sterilized prior to distribution. No additional relevant information has been received to date.

Event description:
Information was received that purulent discharge was observed in the electrode region. It was stated that the doctor assessed that there were all signs of infection in the neck region: redness and purulent discharge in large quantities. After the evaluation, the doctor scheduled a surgical review and the entire vns system was removed. No additional relevant information has been received to date.